Manufacturer narrative:
An event of atrial flutter after device deployment was reported. Information from the field indicated that the final implant depth at non-coronary cusp (ncc) was 2.8mm and at left coronary cusp (lcc) was 4.2mm. The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported could not be conclusively determined. It is possible that these issues were related to procedural conditions. However, this cannot be confirmed. The reported unexpected medical interventions were the results of case-specific circumstances, as the patient was on beta blocker and other medical interventions were administered as necessary.

Event description:
N/a.

Manufacturer narrative:
An event of atrial flutter after device deployment was reported. Information from the field indicated that the final implant depth at non-coronary cusp (ncc) was 2.8mm and at left coronary cusp (lcc) was 4.2mm. The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported could not be conclusively determined. It is possible that these issues were related to procedural conditions. However, this cannot be confirmed. The reported unexpected medical interventions were the results of case-specific circumstances, as the patient was on beta blocker and other medical interventions were administered as necessary.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant uisng a large flexnav delivery system. Durng procedure, the activated clotting levels were act 262s and heparin was given. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 2.8mm and at left coronary cusp (lcc) was 4.2mm. Post operative, an atrial flutter was noted in the patient. On (B)(6) 2025, a beta blocker was placed, electrolyte, amiodaron and fragmin were administrated to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.